Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and the insulin pump also received motor error alarm. The customer¿s blood glucose level was above 500 mg/dl. The customer was treated with insulin pump. It was reported that they had motor error alarm. Customer reported that the drive support cap appears was normal. The customer was unable to complete pump rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with motor error alarm during rewinding due to corroded motor home switch.